Manufacturer narrative:
On 08 august 2019, an ortho clinical diagnostics (ortho) employee became aware of a poster presentation at (B)(6) in which false positive vitros anti-hav total (ahavt), false negative vitros anti-hav igm (ahavm) and false negative vitros anti-hbc igm (ahbcm) results were obtained after spiking patient samples with two different amounts of biotin and processed on a vitros 3600 immunodiagnostic system. Title of the poster, 'high doses of biotin consumption may interfere with some ortho clinical diagnostic vitros 3600 hepatitis virus immunoassays.' The study was done by the laboratory branch, (B)(6). The most likely assignable cause of the discordant vitros ahavm, vitros ahavt, and vitros ahbcm results is the presence of biotin in the samples. There was no evidence presented to suggest that the vitros reagents or the vitros 3600 system were not performing as expected.

Event description:
An ortho clinical diagnostics (ortho) employee became aware of a poster presentation at the american association for clinical chemistry (aacc) conference in which false positive vitros anti-hav total (ahavt), false negative vitros anti-hav igm (ahavm) and false negative vitros anti-hbc igm (ahbcm) results were obtained after spiking patient samples with two different amounts of biotin and processed on a vitros 3600 immunodiagnostic system. Title of the poster, 'high doses of biotin consumption may interfere with some ortho clinical diagnostic vitros 3600 hepatitis virus immunoassays'. The study was done by the laboratory branch, (B)(6). Vitros ahavm: 1 false negative result from 30 positive samples spiked with 300 ng/ml of biotin. 2 false negative results from 30 positive samples spiked with 1200 ng/ml of biotin. Vitros ahavt: 30 false positive results from 30 negative samples spiked with either 300 ng/ml or 1200 ng/ml. Vitros ahbcm: 2 false negative results from 8 positive samples spiked with 300 ng/ml of biotin. 7 false negative results from 8 positive samples spiked with 1200 ng/ml of biotin. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant results were obtained during a study in which samples were spiked with biotin. Ortho was not made aware of any allegation of patient harm as a result of the event. This report is number 2 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).